Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the year on the meter remote was showing 2019. Reporter stated that the system was paired in the past. Pump was not available at the time of the call to rule out the pump as the source of the date discrepancy. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.